Event description:
Medtronic received information that physical damage occurred. The customer passed away on (B)(6) 2020 due to chronic obstructive pulmonary disease and diabetes. The insulin pump was worn at the time of passing.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.